Manufacturer narrative:
The insulin pump was received with insulin flow blocked alarm during displacement test due to moisture damage on motor force sensor. The device was received with broken off belt clip rails.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. Customer states the belt clip holder slot broke while getting out of the car. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.